Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open in the middle segment. The patient was undergoing a procedure for flow diversion treatment of a left c7 segment unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered and pru level was within target range. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When less than 50% of the pipeline was deployed, the middle section failed to open. It was noted that the pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. Additionally, the surgeon attempted using a wire and/or the catheter to coax the pipeline open but without success. The pipeline was resheathed and removed from the patient's body with the microcatheter. The pipeline was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post procedure angiography showed vessel blood flow was unobstructed.

Event description:
Additional information received reported there was no damage observed to the pipeline after removal. There was no friction during positioning of the pipeline.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully open with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.